Event description:
Edwards received information that a 23mm 7300tfxj valve was explanted after an implant duration of eight (8) years and ten (10) months due to calcification and mitral stenosis. The patient presented with heart failure and dyspnea. The device was explanted and replaced with a non-edwards valve. The patient status was not provided. Per the reported information, the patient presented with dyspnea approximately six months prior to the valve explant, and the surgeon began considering reintervention. The patient was subsequently brought to the hospital with heart failure approximately two weeks prior to the valve explant. The device was returned for evaluation. This patient has a history of mitral regurgitation s/p mitral valve replacement and aortic valve replacement.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H3: evaluation summary: customer reports of calcification and stenosis were confirmed. X-ray demonstrated wireform intact, minimal calcification on the free margin of leaflet 1, and heavy calcification on leaflets 2 and 3. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect and 3mm on leaflet 3 at the outflow aspect. Sewing ring had multiple cuts around the valve and a blue suture remained attached around commissure 3.

Event description:
Edwards received information that a 23mm 7300tfxj valve was explanted after an implant duration of eight (8) years and ten (10) months due to calcification and mitral stenosis. The patient presented with heart failure and dyspnea. The device was explanted and replaced with a non-edwards valve. The patient status was not provided. Per the reported information, the patient presented with dyspnea approximately six months prior to the valve explant, and the surgeon began considering reintervention. The patient was subsequently brought to the hospital with heart failure approximately two weeks prior to the valve explant.